Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine fundus"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 508015, 12280890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included depression, anxiety, c-section and parity (1 daughter). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included pelvic discomfort, irregular periods, metrorrhagia, ovarian cyst, anemia and adenomyosis. Concomitant products included quetiapine (seroquel). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced weight decreased ("weight gain/loss (specify which one) weight loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with thomapyrin n (excedrin migraine), sertraline (zoloft), alprazolam (xanax), surgery ((B)(6) 2008 - total hysterectomy (uterus and cervix removed).essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, fatigue, pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff's fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: uterine fundus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight loss, abnormal bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine fundus"), pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 508015, 12280890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included depression, anxiety, c-section and parity (1 daughter). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included pelvic discomfort, irregular periods, metrorrhagia, ovarian cyst, anemia and adenomyosis. Concomitant products included quetiapine (seroquel). On (B)(6) 2006, the patient had essure (ess205) inserted. In may 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In june 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2006, the patient experienced fatigue ("fatigue"). In august 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced weight decreased ("weight gain/loss (specify which one) weight loss"). In april 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with thomapyrin n (excedrin migraine), sertraline (zoloft), alprazolam (xanax), surgery (B)(6)2008 - total hysterectomy (uterus and cervix removed)) and surgery (B)(6) 2008 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, fatigue, pelvic pain, menorrhagia, dysmenorrhea. Lot number: 12280890 man date: 2005-03 exp date: 2007-02 lot number: 508015 man date: 2005-04 exp date: 2007-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine fundus'), pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508015, 12280890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included depression, anxiety, c-section and parity (1 daughter). Previously administered products included for an unreported indication: oral contraceptive nos from 2001 to (B)(6) 2005. Concurrent conditions included pelvic discomfort, irregular periods, metrorrhagia, ovarian cyst, anemia and adenomyosis. Concomitant products included quetiapine fumarate (seroquel). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). In june 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient was found to have weight decreased ("weight gain/loss (specify which one) weight loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery ((b(6) 2008 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 118 lbs. Three trailing coils were note after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Pathology test - on (B)(6) 2008: uterus and cervix: a) fibrous peritoneal adhesions. B) proliferative phase endometrium. C) squamous metaplasia, cervix. D) essure birth control device. Ultrasound scan - on (B)(6) 2008: abd and pevic us. Indications: right upper quadrant pain and pelvic pain. Impression: bilateral ovarian cysts. Minimal thickening of the endometrial stripe. No other abnormalities noted in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, fatigue, pelvic pain, menorrhagia, dysmenorrhea, device monitoring procedure not performed, vaginal haemorrhage, headache. Lot number: 12280890 man date: 2005-03 exp date: 2007-02. Lot number: 508015 man date: 2005-04 exp date: 2007-03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Rcc were added. Fu received. No new significant change made in medical context of case. Case made significant due to imdrf hardcheck. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterine fundus'), pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no: 508015, 12280890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included depression, anxiety, c-section and parity (1 daughter). Previously administered products included for an unreported indication: oral contraceptive nos from 2001 to on (B)(6) 2005. Concurrent conditions included pelvic discomfort, irregular periods, metrorrhagia, ovarian cyst, anemia and adenomyosis. Concomitant products included quetiapine fumarate (seroquel). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraine/headache") and headache ("migraine/headache"). On (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient was found to have weight decreased ("weight gain/loss (specify which one) weight loss"). On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid;caffeine; paracetamol (excedrin migraine), alprazolam (xanax), sertraline hydrochloride (zoloft) and surgery (on (B)(6) 2008 total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device expulsion and headache outcome was unknown and the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight 118 lbs. Three trailing coils were note after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.3 kg/sqm. Pathology test: on (B)(6) 2008: uterus and cervix: a) fibrous peritoneal adhesions. B) proliferative phase endometrium. C) squamous metaplasia, cervix. D) essure birth control device. Ultrasound scan: on (B)(6) 2008: abd and pevic us. Indications: right upper quadrant pain and pelvic pain. Impression: bilateral ovarian cysts. Minimal thickening of the endometrial stripe. No other abnormalities noted in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, fatigue, pelvic pain, menorrhagia, dysmenorrhea, device monitoring procedure not performed, vaginal haemorrhage, headache. Lot number: 12280890, man date: 2005-03, exp date: 2007-02. Lot number: 508015, man date: 2005-04, exp date: 2007-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2008, plaintiff underwent a hysterectomy.). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.